Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively both the right ventricular (rv) lead and the right atrial (ra) lead exhibited dislodgement and pull back. The rv lead was revised and remains in use. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.